Event description:
It was reported that a caregiver cancelled a usual meal announcement with a continuous glucose monitor (cgm) reading of 70 mg/dl and then entered a larger-than-usual meal announcement, leading to concern that the user received insulin coverage for two meals. The user was advised that cancelling a meal announcement still indicates insulin was given, and the medical device problem was characterized as an improper or incorrect procedure related to the user interface. No adverse clinical symptoms associated with hypoglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the reporter and analysis of information provided by the user or third party. Investigation of this case revealed no device problem, and a usage problem was identified. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.

Manufacturer narrative:
Initial.